Manufacturer narrative:
Samples received: 1 open racepack. Analysis and results: there are no previous complaints of the same batch. We manufactured (B)(4) of this batch. There are 12 units in our stock that have been requested for analysis. We have received one open sample (manipulated but unused) from the customer. The thread is tangled inside the racepack and there is a piece of thread out of the channel of the plastic carrier. The fact that the thread becomes tangled could cause damage thread surface or thread breakage when pulling out the suture from the pack. Our engineering department is informed about this issue and is testing and analyzing other product packaging designs in order to avoid these kind of incidences. Remarks: the suture should be pulled out from the packaging rightwards, avoiding the suture extraction from the upper side. If the suture is pulled out from the packaging by the upper part, the thread could be tangled. Please note that two movements need to be done to pull out the suture from the packaging according to the design of double armed sutures packed in racepack: - first one for pulling out the first needle and thread. - second one to pull out the second needle. This product has been manufactured with the current design of winding and packaging. On the other hand, we have also tested 12 units from stock. Pull out of suture in the samples available in our stock is correct and the current one. Suture has been pulled out without difficulty and does not become tangled. No damage on thread surface has been found either. We have also tested the knot pull tensile strength of the samples from the stock and the results fulfil requirements: a 1.84 kgf in average and 1.41 kgf in minimum (requirements: 0.92 kgf in average and 0.31 kgf in minimum). Corrective/preventive actions: there is an improvement project in order to avoid these kind of incidents in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during surgery, when the surgeon was withdrawing the needle the thread would get stuck and then eventually break. All med watch submissions related to this report are: 3003639970-2017-00306, 3003639970-2017-00325, 3003639970-2017-00326, 3003639970-2017-00327.